Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
The event involved a 114 cm (45") appx 2.1 ml, pvc/pur smallbore bifuse ext set w/6-port nanoclave¿ manifold w/2 red rings, check valve, 2 microclave¿ clear, clamp, rotating luer where it was reported 6-way connector leaked. The screw thread is spinning freely. The infusion line was changed with a new device. This incident occurred in the neonatology department and used for nutrition for a baby. There were no adverse clinical consequences, and nobody was injured because it was detected quickly. There was no blood loss considered clinically significant. There was no unprotected exposure to a healthcare professional, because the baby was in his incubator. There was no unprotected exposure to the baby, only the sheet was humidified. The patient's condition before, during, and after the incident was good. The patient received almost the full intended dose; due to leakage, was a minimal loss.

Manufacturer narrative:
One used sample item list # (B)(4) was returned for evaluation. As received, an internal dry solution between manifold and male luer was observed. Once the set was tested, a drop of water coming between the manifold and male luer connection was observed. No additional leaks were observed along the device. The complaint of leakage can be confirmed based on the returned sample evaluation. The probable cause was due to an incomplete insertion during manufacturing. A DHR review could not be conducted because no lot number was identified. D9 - device available for evaluation: 30apr2025.